Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic assisted radical cystectomy with ilea conduit, prostatectomy with pelvic node dissection, during a transection of small bowel, surgeon placed the bowel back into continuity above the conduit in a side-to-side functional end-to-end anastomosis with the stapler. The load of the device did not fire correctly. They replaced the device and the procedure was a success. No patient injury.